Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes malaysia reports an event as follows: it was reported that during a total knee replacement on (B)(6) 2023, the insert would not lock to the tibial tray. A gap was found between insert and tibial tray and a 10mm insert was implanted instead. There was a surgical delay of an unknown time. This report is for a sigma stab gvf ins 2.5 8mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the insert was found unable to lock on the tibial tray. Gap was found between insert and tibial tray ( medial posteriorly). Surgeon tried to knock in the implant twice but gap still visible. To be safe 10mm insert was been implanted and was locked in to same tibial tray perfectly. 8mm insert will be sent back for investigation. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed there were no product problems observed with sigma stab gvf ins 2.5 8mm. A functional test to assess the implant-implant fit allegation was not conducted as the mating device was not returned for evaluation. As no conclusion could be drawn, the investigation was not able to confirm the reported event. No other problem identified. The overall complaint was not confirmed as the sigma stab gvf ins 2.5 8mm was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.